Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Part of the device remains in the patient. The remaining portion will not be returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the screw was being used to put in the baseplate and the screw broke. The head of the screw popped out; and the shaft of the screw remains in the patient. The baseplate has the central and peripheral screws holding it in.